Event description:
It was reported that during a routine follow up the atrial lead was found to be exhibiting loss of atrial sensing and low lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field events of low lead impedance and loss of atrial sensing were confirmed in the laboratory. The device was tested on the bench and the inner coil at the connector pin was found to be fractured, resulting in damage to the inner insulation and a short in the lead. The cause of the fracture was overtorque in the field.